Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to develop stage 3 kidney disease related to a bipap device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer evaluated the device externally /internally and there is no signs of contamination on the outside of the device and the device was hooked up to a known good power supply and power cord,airflow was verified to be operating correctly. The manufactuter observed there were water spots in the blower box and blower fan and that there was a smoky black residue on the bottom enclosure and on the rear panel. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there is no evidence of sound abatement foam degradation/breakdown was not observed in this device.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop stage 3 kidney disease. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.